Event description:
Reporter states, "the tibial insert would not snap onto the baseplate." An alternate insert was available and implanted. There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
The examination results suggest that this event is not device related but rather is associated with intra-operative procedures.